Event description:
It was reported that after putting head and mdm liner together with the press the doctor implanted the construct onto the stem. When the doctor tried to reduce the hip the mdm and head construct looked like it levered off of the rim of the cup. When that happened the mdm poly disassociated itself from the inner head which remained on the stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.